Manufacturer narrative:
Unable to verify batch # 5062507 provided. No material # provided. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
(B)(6) 2025 outer packaging intact. During use, leakage occurred from the needleless injection cap with a septum. Product was replaced and used.

Manufacturer narrative:
As no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a root cause for the reported incident could not be determined.

Event description:
No new information.